Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. The lead was repositioned successfully. The patient experienced no adverse consequences and was discharged the next day. The patient would continue to be monitored normally.